Event description:
As reported, the 6x150 smart flex self-expanding stent (ses) could not continue to be deployed during release. There was difficulty or resistance was encountered during deployment. No unusual force was applied, but partial stent deployment occurred in the vessel. After removal, the stent was not successfully deployed on the back table. There was no reported injury to the patient. The device was stored, handled, inspected, and prepared according to the instructions for use. The temperature exposure indicator was confirmed to show the correct pattern. No abnormalities were observed in the stent delivery system prior to use, and the stent remained constrained within the outer sheath when removed from the tray. A stopcock was connected to the tuohy borst valve, which was in the locked position after opening the package. No difficulty occurred when flushing the stopcock or the stent delivery system. The target lesion vessel diameter was 5 mm with mild calcification, mild tortuosity, and approximately 60% stenosis. The smart control locking pin remained in place during advancement and was removed before deployment. The unconstrained stent diameter was 1¿2 mm larger than the vessel diameter, and the sds was advanced beyond the lesion before being withdrawn into position for deployment. The handle was held flat and straight outside the patient as instructed. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the 6x150 smart flex self-expanding stent (ses) could not continue to be deployed during release. There was difficulty or resistance was encountered during deployment. No unusual force was applied, but partial stent deployment occurred in the vessel. After removal, the stent was not successfully deployed on the back table. There was no reported injury to the patient. The device was stored, handled, inspected, and prepared according to the instructions for use. The temperature exposure indicator was confirmed to show the correct pattern. No abnormalities were observed in the stent delivery system prior to use, and the stent remained constrained within the outer sheath when removed from the tray. A stopcock was connected to the tuohy borst valve, which was in the locked position after opening the package. No difficulty occurred when flushing the stopcock or the stent delivery system. The target lesion vessel diameter was 5 mm with mild calcification, mild tortuosity, and approximately 60% stenosis. The smart control locking pin remained in place during advancement and was removed before deployment. The unconstrained stent diameter was 1¿2 mm larger than the vessel diameter, and the sds was advanced beyond the lesion before being withdrawn into position for deployment. The handle was held flat and straight outside the patient as instructed. The device was returned for evaluation. A non-sterile product ¿smart flex 6x150 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was removed from packaging and prepared for evaluation. Visual inspection identified a single kink located approximately 114 cm from the distal tip. In addition, the proximal end of the outer sheath was separated from the hemostasis valve at approximately 130 cm from the distal tip. The stent was observed to be partially deployed, and the hemostasis valve was tightly closed. No additional abnormalities were noted during the visual examination. Functional testing was not performed due to the presence of a severe kink and partial stent deployment, both of which would preclude normal device operation and compromise the validity of functional assessment. The separated edges of the outer sheath were examined using a vision system. The material exhibited elongation along the separation edges. Such elongation is characteristic of tensile overload. These findings indicate that the device was likely subjected to tensile forces exceeding the material¿s yield strength prior to separation. The reported ¿stent delivery system (sds) deployment difficulty partial deployment¿ was observed, as the device was received with the stent partially deployed. Visual inspection revealed separation of the outer sheath, and a kink located approximately 114 cm from the distal tip. Functional testing could not be performed due to the kinked and separated condition of the outer sheath, which prevented free movement of the inner shaft required for deployment simulation. Analysis of the separated regions demonstrated elongation along the sheath edges, consistent with material tensile overload. These findings indicate that the delivery system was subjected to forces exceeding the material¿s yield strength prior to the observed separation and kinking, suggesting mechanical stress occurred during the procedure. Although the exact root cause of the event cannot be conclusively determined, the evidence suggests that a combination of handling conditions, procedural technique, and vessel characteristics likely contributed to the reported deployment difficulty. No device manufacturing or material anomalies were identified that could have contributed to the event. According to the instructions for use, which is not intended as a mitigation, examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2). If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ the information available nor the product analysis indicates the reported event is related to a design or manufacturing deficiency. Therefore, no corrective or preventive action is warranted at this time.

Event description:
As reported, the 6x150 smart flex self-expanding stent (ses) could not continue to be deployed during release. There was difficulty or resistance was encountered during deployment. No unusual force was applied, but partial stent deployment occurred in the vessel. After removal, the stent was not successfully deployed on the back table. There was no reported injury to the patient. The device was stored, handled, inspected, and prepared according to the instructions for use. The temperature exposure indicator was confirmed to show the correct pattern. No abnormalities were observed in the stent delivery system prior to use, and the stent remained constrained within the outer sheath when removed from the tray. A stopcock was connected to the tuohy borst valve, which was in the locked position after opening the package. No difficulty occurred when flushing the stopcock or the stent delivery system. The target lesion vessel diameter was 5 mm with mild calcification, mild tortuosity, and approximately 60% stenosis. The smart control locking pin remained in place during advancement and was removed before deployment. The unconstrained stent diameter was 1¿2 mm larger than the vessel diameter, and the sds was advanced beyond the lesion before being withdrawn into position for deployment. The handle was held flat and straight outside the patient as instructed. The device will be returned for evaluation.